Event description:
A malfunction alarm occurred with the customer's pump, displaying the code "malf 12". There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who assisted in resetting the pump, which resolved the issue, and the same malfunction code did not reappear. The customer was advised to continue using the pump and to reach out if the issue recurred, which the customer acknowledged and understood.